Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -17.50/+3.5/075, into the patients left eye (os). The lens was reported as high vaulting, with narrow iridocorneal angle. The iris is pushed back by the icl. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "4581- narrow irido-corneal angles" should be added. Claim# (B)(4).